Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 412 mg/dl. Customer had a symptom like fatigued, dizzy and out of breath. Customer treated with bolus for high blood glucose. Customer's family stated that the drive support cap was normal. The insulin pump will not return for the analysis.